Event description:
Us legal. Patient underwent a bilateral bhr initial surgery for the right and left hip. The patient presented elevated ion levels and metallosis and underwent a revision surgery of the right hip on (B)(6) 2013. The influence of the left hip implants on the metal related pathology can not be discarded. No intervention has been performed in the left hip.